Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "rupture, going flat" against a saline device. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to the event code in h6: the event is deflation of the saline device. Additional, changed, and/or corrected data: b5, d9, g2, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as surgical damage and three openings observed on anterior side assessed as surgical damage like. Additional observations: ¿ creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional later called and confirmed left deflation. The device has been explanted and replaced.